Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that the lens was torn on both sides of the optic. Noticed after implantation. Iol was immediately removed during the initial procedure and a new lens implanted. Scrub nurse did not see any damage prior to the implantation. Additional information has been requested and received stating that there was no adverse effects for the patient. Surgery was completed using the backup lens.